Event description:
The customer reported that the image was jittery. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge svc rep replaced the left monitor. The system operates as intended.